Manufacturer narrative:
Approximate age of device: 2 years and 2.5 months. The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged due to suspected thrombus. Additional information surrounding the pump exchange was requested; however, the healthcare professionals declined to provide more information.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: ldh was 2167 with routine laboratories and he was instructed by the vad clinic to present to uh 4c for heparinization and IV hydration. The patient was admitted on (B)(6) 2014 serial ldh and serum free hemoglobin were drawn; on admission hgbn was 31.8 and ldh was 1144. The patient was heparinized and hydrated. His ldh continued to rise and peaked at 1822; ultimately, he underwent pump exchange for pump thrombosis on (B)(6) 2014.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The pump was disassembled and examined. A laminated, denatured thrombus was present on the blood tube/rotor inlet, seated adjacent to the rotor bearing ball. A similar thrombus was present on the body of the rotor, seated between two of the rotor blades. Both pieces of thrombus were loosely seated, and did not appear to have developed in these locations; however, the laminated layers and the denatured aspect of the thrombi indicates that they developed in the pump and were present while the pump was supporting the patient. A specific timeframe for the development of the thrombi and their specific origins, could not be conclusively determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.